Event description:
It was reported that the basket on the ptd separated from the cable during use and had to be retrieved using a snare. The basket separated after the second pass through the graft. There were no patient complications.